Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device passed functional testing including on/off current, patient and circuit impedance testing and shock testing without duplicating the report. Internal inspection resulted in no findings. The main board was replaced as a precaution. The device was recertified and returned to the customer. It's important to note that the pads used were expired and were not returned for evaluation. It is recommended to discard the expired pads if still in use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.